Manufacturer narrative:
D3, d7a and d4 - updated. H3, h4 and h6 - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump indicated there was still 27 ml remaining to be infused. The device was under delivered. There was no patient harm.